Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered removing this lead from the device header. After the set screws were loosened, strong force was needed to remove the lead. Upon removal, visual inspection revealed the lead was damaged or fractured at the terminal area. In addition, high out of range impedance measurements were obtained with the pacing system analyzer. A decision was made to replace the lead. The lead was replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.